Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, and the device alarmed battery out limit during troubleshooting for the failed battery test alarm. The customer did not know the blood glucose reading. The customer stated that the batteries had been out of the insulin pump for greater than the duration allowed by the insulin pump. He was advised that this is normal insulin pump behavior. He did not observe any damage or corrosion at the battery cap, battery compartment, and spring. He was advised to clean the battery cap contacts and insert a new battery into the insulin pump. He reported that the failed battery test alarm recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump functioned properly. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.